Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, arm 3 kept throwing errors on the patient side cart (psc). The technical service engineer (tse) reviewed the logs and found multiple errors for universal surgical manipulator (usm) 3. Prior to calling, the customer power cycled the system and errors came back and wanted the arm disabled. The customer needed all four arms for the case, so they swapped the patient side cart (psc) out with another one and proceeded with the case. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the system restarted and worked fine afterwards.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce errors that caused arm 3 to stop functioning. The fse replaced universal surgical manipulator (usm) and errors ceased. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure was confirmed and replicated via testing and system logs. The usm was tested on an in-house system and failed normal mode with an error 32056. The pitch searchlight sensor assembly will be replaced to address the issue. The complaint was confirmed based on the failure analysis evaluation. .